Manufacturer narrative:
(B)(4). Insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked retainer. The p cap does lock properly.

Event description:
Information received by medtronic indicated that there were recurring infusion flow blocked alarm on infusion set of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.